Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0ydtg, implanted: (B)(6) 2016, product type: lead.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient sometimes felt stimulation and other times did not during implant. The hcp saw the "injury" during the procedure when the lead was connected. The silicone on the lead had ruptured. The silicone insulation was separated from the electrodes. The problem was not solved and the lead was connected to the implantable neurostimulator (ins). No actions were taken to resolve the issue and the issue was not resolved. There were no patient symptoms or complications associated with the event, no medical or surgical intervention was needed to prevent permanent impairment of a function, the event did not lead to or extend patient hospitalization, there was no injury as a result of the event, and the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.